Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp dislodged post-fixation, resulting in it traveling to the pulmonary artery. The lp was retrieved and replaced on (B)(6) 2025. The patient was stable.